Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent into various locations and no error message was given. A field svc engieneer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.